Event description:
Additional information was received. It was reported that the follow up CT scan noted the previously reported endoleak self-resolved and the patient is doing well..

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. It was reported that during the index procedure, resistance was felt when advancing the bifurcate and limb extension at a calcified narrowed segment, on the ipsilateral left side. On the completion angiogram, it showed a late endoleak that filled sac that appeared to be a distal type ib endoleak coming from the ipsilateral side. A retrograde injection confirmed. Ipsilateral side was ballooned again which appeared to resolve the endoleak but additional late contrast was still filling the sac from what appeared to be some type of distal leak. The physician could not determine origin of endoleak. Both limbs were ballooned again without resolution. The physician decided to reline the ipsilateral limb with a 16x16x82, secondary for a potential type iii fabric tear from the calcified segment. The limb was deployed and attachment sites were gently ballooned without resolution of endoleak. Multiple angles and repeat angiograms could not identify endoleak. The contralateral limb was also relined with a 16x16x82, with no resolution of endoleak. The case was concluded with the physician calling it an endoleak of unknown origin. No additional clinical sequelae were reported and the patient is being monitored. Film review analysis: review of several returned videos of angiograms during the implant revealed that the bifurcate ipsi limb was positioned on the left and the ipsi extension was placed into the left common iliac artery. There was approximately 3cm of overlap between the ipsi limb and extension. Contrast was seen coming from the ipsi extension; beginning just below the distal end of the ipsi limb and extending approximately 1cm in length. The endoleak had a blush-like appearance and appeared to be either a type IV or type iii fabric endoleak. After relining the ipsi limb with an additional limb the endoleak remained, although the strength was slightly reduced. The cause of the endoleak could not be determined. Since relining the limb did not completely reduce the endoleak it appears more likely that this was a type IV endoleak.